Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the customer was reported to be out of the lab until 31 may 2017. Technical support (ts) worked with the customer over the phone throughout the beginning of june 2017. The system temperature was checked and reported to be 38.4, when the customer re-ran quality control (qc) l1 dropped to 6.4 and l2 to 11.1. Ts had the customer adjust the temperature to the recommended 40 degrees. Follow-up with the customer at a later date revealed the customer thought this issue started with calibration on a lot they switched to in march. The customer ran three patient correlations for the lot in question lot 23 versus lot 24 and reported the following results: lot 23 was 6.7 and lot 24 was 6.7 lot 23 was 7.1 and lot 24 was 7.1 lot 23 was 7.4 and lot 24-was 7.5 ts noted there is no shift between lots. During a follow-up phone call the customer mentioned that there have been questions about the tsh and psa being higher than expected. The customer wanted to address a1c first but was asked by ts to fax correlation for at least tsh as well, no correlation was reported in the documentation for tsh or psa. The customer sent three samples out to a reference lab and one came back, the customer reported she received 7.0 and the reference lab received 7.4. Ts reported this would be an acceptable correlation statistically and determined the customer correlation showed that at higher levels a1c ran higher. After adjusting the temperature on the incubator the user performed small correlations which were acceptable. The results were in line with the original correlation. No further information was available the aia 360 was working as intended. No further action required the probable cause of the event was potentially the incubator temperature

Event description:
On (B)(6) 2017 a customer reported two discrepant hemoglobin a1c (hba1c) patient results. Reportedly the patients first results ran 6.4 and 5.9 and on rerun they were 7.2 and 6.7 with their aia 360 analyzer. There was no indication of any patient intervention or adverse event consequence due to the discrepant patient results.